Event description:
It was reported to boston scientific corporation that during a prostate biopsy using a trupath biopsy device, the tip of the biopsy needle broke. The case was completed with another of the same device. Pt is reported to be "doing well".

Manufacturer narrative:
(Needle tip broke). Info was completed by the manufacturer based on info obtained from the complainant.